Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the emboshield nav6 was prepared per the instructions for use, prior to use in the anatomy. During preparation, the tip of the delivery catheter separated at the marker band. A new nav6 was used successfully. There was no significant kinking noted during preparation and no resistance noted during removal from the packaging. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided